Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false downstream occlusion messages alarms which were reproduced, it was observed that the upstream sensor had an elevated signal with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The elevated signal and the pressure plate gap out of specification are the causes for the downstream occlusion alarms. The device was recalibrated.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device displayed the downstream occlusion message, when no occlusion was present. There was no patient involvement.